Event description:
During a surgical procedure using the mazor x system at (B)(6) hospital, ((B)(6)), on (B)(6) 2018 (reported to mazor on june 25, 2018), while sending the surgical arm to ap scanning position the error 4059 "arm shift detected joint 6" was displayed on the screen. Device malfunction resulted in prolongation of the surgery by more than an hour, while the patient was already anesthetized. While the patient did not suffer any apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.

Manufacturer narrative:
Exemption number e2017043. Mazor robotics ltd. (Manufacturer - (B)(4)) is submitting the report on behalf of medtronic navigation inc. (Importer - (B)(4)).

Event description:
During a surgical procedure using the mazor x system at (B)(4) (thailand), on (B)(6) 2018 (reported to mazor on (B)(6) 2018), while sending the surgical arm to ap scanning position the error 4059 "arm shift detected joint 6" was displayed on the screen. Device malfunction resulted in prolongation of the surgery by more than an hour, while the patient was already anesthetized. While the patient did not suffer any apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.